Event description:
It was reported that pump experienced malfunction alarm malf 16, with no notable events occurring beforehand and unknown impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing malfunctioning pump in storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.